Event description:
During cleaning of the sterilizer's chamber by a technician, cleaning solution got into an electrical compartment of the steam generator and sparks were observed. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and confirmed that the electrical spark formed was caused by cleaning solution that leaked into the electrical compartment of the steam generator. The cleaning solution leaked into the electrical component while it was being cleaned by a chamber cleaning technician. The technician checked the electrical system and resumed the sterilizer to operations according to specifications.